Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. As well, as that cartridge change errors occurred with multiple cartridges during the load sequence. Customer¿s blood glucose level was 188 mg/dl. The customer reverted to an alternate method of insulin therapy.